Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) device malfunctions were found during a routine inspection, prior to surgery on (B)(6) 2016. The tip of one (1) depth gauge broke off during inspection and one (1) self-retaining shaft of the stardrive screwdriver shaft t8 would not retain the screws. It was noted that one (1) of the fins of the screw driver was broken off from the stardrive. The location of fragments from the broken devices were not located. The patient was in the surgery room getting prepped for an initial ankle open reduction and internal fixation (orif) procedure. There were two replacements on-hand for use when surgery began. The procedure was completed successfully with no reports of surgical delay or medical intervention. The patient's post-operative status was noted to be stable. Concomitant devices: screw (unknown part#, unknown lot#, qty unknown) this report is 2 of 2 for (B)(4).